Manufacturer narrative:
Added missing information regarding patient experiencing asystole.

Event description:
Patient experienced asystole prior to device change out procedure while testing the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was exhibiting lead noise. During routine generator change out procedure the lead was tested, and no noise was detected. Patient was seen later in clinic post procedure and noise could not be reproduced with isometrics, but patient reported feeling dizzy when getting out of car and lawn mower. All values were normal within range, and no intervention was planned. Patient condition was stable.